Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging temperature (temp-no physical damage) issue. The reporter stated that the patient had a blood glucose (bg) of 357mg/dl with polydypsia. This reported event does not meet the animas criteria for a serious adverse event. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. The reporter stated that the patient received a burn from the hot pump on their left breast. This report is being made due to the burn.

Manufacturer narrative:
Follow-up #1; date of submission: 03/03/2017. The device was returned and evaluated by product analysis on 02/07/2017 with the following findings. The complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box indicated no abnormal pump behavior. Data relevant to the alleged event was overwritten due to extended pump use. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. The pump¿s power draws were found to be within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).